Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient's son that patient has been having a lot of problems. Patient has fallen a couple of times. Patient was not able to tell them when it's time to go to the bathroom and has had a bunch of accidents. Patient's son tried to reset it with the patient programmer and when they turn it on and hit sync, they would get a question mark. Patient's son was getting poor communication. Prior to the call, patient's son changed the batteries in the patient programmer, and tried the antenna against patient's skin. During call, they tried communicating with and without the antenna, however poor communication didn't resolve. Patient's son said they had an issue once before and they changed the program and since then it had been working great. They said patient symptoms came back suddenly last thursday or friday. Patient had psp and parkinsons, so they have fallen, have and limited balance when patient sat on their butt because their legs would give out. Patient's son said the implant was on patient's right butt cheek and the patient has falls on their butt or on their head. A couple of weeks ago patient fell on their butt on side of the bed. Patient's son was redirected back to patient's healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the device battery was dead and needed to be replaced an x ray done and an appointment was scheduled by mdt rep for a replacement for (B)(6) in an outpatient surgery to change the internal battery. No further complications were noted or anticipated